Event description:
Patient was sitting in heated chair and noticed the seat was hot. The patient states the chair was off and light was not lit. When patient left chair, a large black area was noted on the seat. Chair was removed from service and investigation begun by winco. Chair was sent to winco for investigation. Heated chair remained hot while patient in chair. Patient left chair area noted which resembled a burn mark.